Event description:
Pt presented with hypercoagulability/clotting issues; had successful implant of a 25-16-140bl bifurcated device and a 25-25-75l proximal extension in 2009. F/u revealed that the pt had no flow to the legs. Twenty five days later, the pt was converted to open repair and the devices were explanted. The pt tolerated the procedure well. The hosp inadvertently discarded the explanted devices.

Event description:
Patient presented with hypercoagulability/clotting issues; had successful implant of a 25-16-140bl bifurcated device and a 25-25-75l proximal extension on (B) (6) 2009. Follow up revealed that the patient had no flow to the legs. On (B) (6) 2009, the patient was converted to open repair and the devices were explanted. The patient tolerated the procedure well. The hospital inadvertently discarded the explanted devices. Additional information received from operative notes: patient returned to operating room the same day post-implant with acute ischemia of the left lower extremity. Large clot was found in the left iliac/femoral arteries and the left iliac stent graft limb was stenotic. The stenotic portion of stent graft was re-stented with a visi-pro 8x57mm balloon expandable bare metal stent. The patient tolerated the procedure well and was placed on anticoagulation. Patient returned on (B) (6) 2009; it was noted that the entire aortic stent graft was occluded with clot and thus, the patient was converted to open repair.

Manufacturer narrative:
Additional information for proximal extension: model no. 25-25-75l lot no. W09-0856-014 expiration date: 04/01/2012. Review of lot records/work orders, prior reports. No issues were noted. Patient presented with hypercoagulability and clotting issues prior to the initial procedure; operative notes were received and indicated a large clot located within the stent graft which led to the conversion.

Manufacturer narrative:
Additional info for proximal extension: model #: 25-25-75l. Lot#: w09-0856-014. Exp date: 04/01/2012. Review of the lot records/work orders, prior reports. No issues were noted. Pt had hypercoagulability/clotting issues prior to procedure. Operational context contributed to event.